Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while on surgical stapling, the surgeon was able to press to green button but was unable to squeeze the handle and the load did not fire. There was no patient injury.